Event description:
Surgeons report of a bent i.m. Nail on sign database. X-rays and notes from surgeon show a non-union, which needed to be reduced. Non union caused stress on nail and resulted in bending. No indications of product defect.